Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer stated she woke at 6:00 am on(B)(6)2017 with blood glucose value of 160 mg/dl. At 9:30 am she began to feel bad and her meter showed high blood glucose value. She drank water and took a manual injection. A couple of hours later she felt bad again and began to throw up. She took an manual injection and changed the site. Last night at 9:00 pm, her blood glucose value was 441 mg/dl. She used the pump to bolus. An hour later she was higher. The customer experienced symptoms such as dizziness and vomiting. The troubleshoot for high blood glucose could not be completed for insulin pump because the customer did not have tubing clamp. The insulin pump will not be returned for analysis.